Event description:
It was reported to philips that the ECG jumper is broken from the part attached to the device and the broken pins remain on the device. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, I s substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.